Event description:
It was reported that the infusion cassette was leaking causing medication to be wasted. The patient discussed the issue with an rn and received a new lot of cassettes which did not have this issue. There was no patient injury reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was not completed as a lot number was not provided.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was not completed as a lot number was not provided.

Event description:
It was reported that the infusion cassette was leaking causing medication to be wasted. The patient discussed the issue with an rn and received a new lot of cassettes which did not have this issue. There was no patient injury reported.